Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with operating currents within specification; it passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device was programmed with test glucose meter, which communicated properly as values transferred properly. The device also delivered properly all the bolus programmed during testing. The device had cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.